Event description:
In 2009, the lay-user/patient contacted lifescan (lfs), alleging an "error 5" issue with a one touch ultramini meter. The pt tests her blood glucose once a day or once every other day. She takes 1 pill of glyburide daily. The pt indicated that the alleged meter issue started about 1-2 months prior to contacting lfs. As a result of the alleged issue, the pt stated that she no way of testing her blood glucose. Within the time that she was unable to test, the pt claimed that she suffered 3 hypoglycemic episodes where she developed symptoms of dizzy spells, weakness, and shakiness. The pt mentioned that she administered self-treatment each time by drinking coffee with sugar. The self-treatment helped to relieve her symptoms. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia 3 times after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.